Event description:
It was reported that the power cord plug allegedly malfunctioned while at the healthcare facility. The first step select mattress was initially placed with the account on (B)(4) 2010. There was no report of an injury to the patient or healthcare facility staff.

Manufacturer narrative:
The device was tested per quality control procedures on (B)(4) 2010, prior to delivery to the account, and met specifications. Subsequent to the reported event, the first step select mattress and pump including power cord were returned to the kci service center and evaluated. Evaluation of the power cord confirmed that the neutral prong was damaged and revealed evidence that melting and scorching had occurred. No other problems were found with the unit.